Event description:
It was reported that when using the bd pyxis¿ es server user informed that epic messages and patient data were not crossing over to pyxis, affected multiple medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the epic messages were not crossing over to the pyxis multiple med stations. A technical support specialist (tss) dialed into the server, ran a downtime query, found messages stuck at xml processing, verified no skipping dequeue errors, restarted the bd pyxis external inbound processor service which allowed xml to drain, applied ka (fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool) despite the customer noting the 1.11 update 1 should have fixed the issue, confirmed erlang was installed and current, stopped inbound message processors, and the customer verified all messages were crossing successfully. The system functioned as intended after the technical support specialist investigated the device.